Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for follow-up in clinic. It was noted that the right atrial (ra) lead exhibited noise. The lead was explanted and replaced with new lead. Patient condition was stable.